Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-38601.

Event description:
Customer reported a hospitalization for high blood glucose. He stated that the blood glucose was over 400 mg/dl and he treated with the insulin pump. He stated that there was also a low blood glucose event in which the paramedics were called and treated the customer. He stated that the blood glucose dropped low due to doing yard work. Nothing further was reported.